Manufacturer narrative:
Conclusion: several fragments of suture were returned for evaluation. The fragments were fragile and could be broken easily, indicating significant degradation and suggesting the suture packaging had been compromised. No suture packaging was returned, so it could not be determined if the packaging was damaged, defective, or if the product had been re-sterilized by the end-user. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2013 and suture was used. The suture broke when it was removed from the package. There were no adverse patient consequences.

Manufacturer narrative:
Additional information - in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.